Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
A 12/10mm amplatzer duct occluder (ado) was successfully implanted after pulling through the defect a few times. The next morning, however, an echo showed the ado had embolized into the right pulmonary artery. The patient was sent to surgery where the ado was explanted and the defect surgically repaired.